Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7489-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported that the patient no longer felt paresthesia before the replacement occurred.

Event description:
It was reported that there were high impedances on the electrode. The extension was broken and disconnected and the patient experienced a loss of stimulation and loss of therapeutic effect. The patient experienced pain and less than 50% therapy relief at the lead extension connection and extension location. The extension was explanted and replaced and the product issue resolved.